Manufacturer narrative:
Follow up #1 03/08/2016 device evaluation: the pump has been returned to animas and evaluated on 02/29/2016 with the following findings: call service 078 alarms were observed in the black box. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump case was cracked near top right corner of display. Moisture was visible in the display. A leak test verified that there was a leak at a crack in the pump case. The pump was opened and moisture damage was found on the printed circuit board. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.